Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were fluctuating (64 mg/dl - 200 mg/dl). Customer addressed low blood glucose by drinking juice. Customer's healthcare provider recommended changes to the pump basal rate and carbohydrate ratio to address the issue.